Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the reservoir had an occlusion. The blood glucose at the time of the incident was 160 mg/dl. The states they received a no delivery alarm the day before the event and she changed the set. The customer states the no delivery alarm reoccurred, during her basal delivery. The customer was advised a connection issue and be the cause of this. The customer was advised to check the reservoir window and determine it's not empty. The customer was asked to deliver a 5 unit prime and insulin did not exit. The customer states they do not have a plunger, but was referring to a tubing clamp. The customer verified the set was not kinked and removed the reservoir from the pump. The customer was unable to push insulin through the tubing. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.